Event description:
It was reported that the device blades stopped spinning. A 1.6 mm jetstream sc catheter was selected for an atherectomy procedure. A femoral approach was used to access the distal lesion. The target lesion was severely calcified, eccentrically shaped, and severely tortuous. During the procedure, the jetstream was activated in the peroneal artery for a 4cm lesion segment. Upon encountering the lesion, the device stopped spinning. Several attempts were made to cross the lesion but the device blades kept stopping. The device was removed from the patient and testing of the device on a plastic surface showed the device to stop spinning when resistance was encountered. There were no patient complications and the patient was in stable condition. The procedure was not completed and the patient is waiting for a future re-intervention to complete the procedure. The patient was not sedated and was in continuous movement during the procedure which led to the physician stopping the procedure.

Event description:
It was reported that the device blades stopped spinning. A 1.6 mm jetstream sc catheter was selected for an atherectomy procedure. A femoral approach was used to access the distal lesion. The target lesion was severely calcified, eccentrically shaped, and severely tortuous. During the procedure, the jetstream was activated in the peroneal artery for a 4cm lesion segment. Upon encountering the lesion, the device stopped spinning. Several attempts were made to cross the lesion but the device blades kept stopping. The device was removed from the patient and testing of the device on a plastic surface showed the device to stop spinning when resistance was encountered. There were no patient complications and the patient was in stable condition. The procedure was not completed and the patient is waiting for a future re-intervention to complete the procedure. The patient was not sedated and was in continuous movement during the procedure which led to the physician stopping the procedure.

Manufacturer narrative:
Device analysis by MFR: the returned device consisted of a jetstream sc 1.6mm atherectomy catheter. Visual examination of the shaft and device showed a severe kink located 64cm from the tip. The functionality of the device was checked by setting up the product per the directions for use. The device primed as designed. The device was functionally tested, and the device did not rotate as designed due to the extreme damage located on the catheter shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.